Event description:
Device 1 of 3. Reference MFR. Report #s 1627487-2010-03489 and 1627487-2010-03490. The pt received her scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads and two anchors. It was reported that the pt's scs system was explanted due to an infection found on (B)(6) 2010 at the ipg pocket and both lead incision sites. A culture was taken; however, the results are unk. The pt is reportedly recovering well. She will be implanted with another scs system at a later date.

Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Evaluation method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.